Event description:
A customer's wife reported that her husband had hypoglycemia, lost consciousness and had severe convulsions after mistreating with insulin based on a high reading obtained on his freestyle flash blood glucose meter. A reading of 9.1 mmol/l was obtained on the freestyle flash meter compared to 3.1 mmol/l obtained on another meter (type unk). The customer's wife gave him two tubes of gluco gel to counteract the medical event but this did not work. The customer was on holiday in another country at the time of the event and was admitted to the hospital. The customer was diagnosed with severe hypoglycemia. There are no details at this time regarding the treatment, the customer received while in hospital.

Manufacturer narrative:
Customer returned meter and test strips lot number 0608930. Returned meter and test strips performed in accordance with manufacturer's instructions for use. Customer's complaint of inaccurate high readings was not duplicated during testing.